Manufacturer narrative:
On 02-jul-2020, mentor received additional event information from the patient. The patient reported that she had already undergone unilateral explantation and replacement with 175cc mentor smooth round moderate profile saline breast implant, catalog # 3501620, left serial # (B)(4) on (B)(6) 2014. The patient also provided a different implantation date of (B)(6) 2013 for the suspect medical device, however, a discrepancy with the device manufacture date was noted. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with 275cc mentor smooth round moderate profile saline breast implant has experienced postoperative left-sided implant deflation, confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.